Event description:
Additional information indicated that all follow-up communication attempts had been completed without response.

Event description:
Additional information received indicated that the patient had her device explanted from her left side and replaced.

Event description:
It was reported that the patient had a second neurostimulator (rechargeable) implanted on the other side of her body for pain stimulation. The patient had difficulty charging her unit and indicated that her new neurostimulator interferes with her first one (non-chargeable). She cannot adjust the stimulation up high enough to get adequate relief of her symptoms. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Neurostimulator: model 37712, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Lead: model 3888-45, lot# v313526, implanted: (B)(6) 2010, explanted: na. Lead: model 3888-45, lot# v488646, implanted: (B)(6) 2010, explanted: na. Lead: model 3888-45, lot# v298142, implanted: (B)(6) 2010, explanted: na. Recharger: model 37752, serial# (B)(4), extension: model 3708220, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Extension: model 3708220, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Lead: model 3888-45, lot# v298142, implanted: (B)(6) 2010, explanted: na. Programmer: model 37743, serial# (B)(4).